Event description:
It was reported that the up arrow is not responding consistently. It was reported there is no visible damage to the keypad and the pump is not exposed to moisture.

Manufacturer narrative:
The pump was returned to animas for evaluation. The up-arrow keypad buttons press did not activate desired pump function during testing. Multiple button presses were required before the button will engage. The up key contact did not have normal spring back or click. There was evidence of keypad adhesive found under all key contacts.